Manufacturer narrative:
One unit was returned for evaluation. The device was returned in the latched position. Engineering was able to confirm the customer experience. Engineering found the trigger lock damaged. The root cause of difficulty unlatching the trigger is due to the damaged trigger lock. The damage may occur if the trigger is manipulated to bend the trigger lock. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown - "the eb010 could not be opened." Additional information - 15/03/16 - "I could talk to the customer today. The serial number of the ea010 is 200000220. The lot of the eb010 is 1256086. It was a liver resection. They used the eb010 for an open case. After nearly 20 cycles the instrument could not be opened. The surgeon "dr. Heinrich" told me that during the closure of the handpiece there was a unnormal noise. The customer tried to open the handpiece, but it was not possible." Patient status - unknown.